Event description:
Report received from (B)(6), stated the device had a hole in the hose. The device was not used during a procedure. It is unk if there were any pt or user injuries. There is no add'l info.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of hole in hose was confirmed. If add'l info is received, a supplemental report will be sent. (B)(4).